Event description:
During a follow-up, loss of capture was observed on the device. Additionally, an episode of non-sustained ventricular tachycardia was observed following back up pacing that was delivered as a result of the loss of capture. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
During a follow-up, loss of capture was observed on the device. Additionally, an episode of non-sustained ventricular tachycardia was observed following back up pacing that was delivered as a result of the loss of capture. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.